Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced several falls and had an altered mental status. It was noted that the right ventricular (rv) lead exhibited increasing and high thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.